Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The records of the distal tip fracture strength test conducted on the involved product code in the shipping inspection process were reviewed back to the past three years from october, 2017, when this complaint occurred, to (B)(6) 2014. No anomaly was found within the data. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported guidewire breakage on the involved device. The doctor performed a left heart cath via the radial artery on a stemi on (B)(6) 2017 at approximately 10:40 pm. The procedure was performed successfully and upon final shot it was observed that the patient had thrombosed after the completed pci vessel. Upon attempting to re-engage the culprit artery the tip of the run through wire was observed behind the recently placed ostial stent and upon gently pulling the wire back, the tip of the wire fractured and was left behind between the coronary vessel wall and the stent. After opening the thrombosed culprit, the stent was ballooned at the level of the wire fracture to ensure the wire was not in the lumen of the vessel. The patient was stable and the wire tip was not retrieved. The patient has since been seen in the office and is asymptomatic. Physician feels the wire was sheared off on one of the struts of the stent. The patient is reported to be stable. The procedure outcome was reported to be successful.